Manufacturer narrative:
Concomitant medical products: product ID: 9735585, serial/lot #: version: 3.1.1. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial resection procedure. It was reported that site tried to load a patient exam disc on the system and when it reached 37% it would not progress further, even after waiting 5 minutes. This occurred twice. In both instances manufacturer representative was able to move the mouse around, but when he tried to cancel the import, it still said importing in the top corner and was no longer able to interact with the software and had to hard reboot. The system loaded a different disc with no issue. Disc burnt in house. The site is burning another disc with just the requested exam on it. The newly burnt disc worked with no issue. There was a reported delay of less than one hour. Impact on patient outcome is unknown at this time. 2020-sept-09 (rep): it was reported that there was no impact on patient outcome.

Manufacturer narrative:
H3: software analysis completed. The issue is suspecting cd/burner issue, but provided insufficient information to determine root cause of the reported behavior. H6: fdm 4114, fdr 3221, fdr 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no impact on patient outcome.